Event description:
It was reported impedance issues were identified ((B)(6)). Reprogramming did not resolve the issue. Intra-operative testing identified the scs lead extension to be the source of the issue. The lead extension was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.